Event description:
A customer contacted beckman coulter, (bec), to report that their unicel dxc 800 synchron clinical system generated one false high creatinine (crem) result of 2.96 mg/dl. Per customer's data, this value didn't match the patient's previous result of 0.72 mg/dl. The customer requested for a redraw and the redraw sample yielded a lower value of 0.80 mg/dl. The customer then reran the original sample which confirmed the lower value of 0.77 mg/dl. Quality control (qc) ran prior to the event was within specifications. The customer did not report the false high crem result outside of the laboratory. No death or injury was associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found liquid below the sample syringe plunger. The leak was internal to the glass barrel, no liquid was found on the outside of the syringe, but could be seen around the bottom of the syringe bore. The fse replaced the sample syringe and incidentally replaced the modular chemistry (mc) reagent tricontinent syringe, sample probe, and wash collar. Per the fse, the syringe didn't appear to be worn out and there was no sign of discoloration. The fse doesn't know if the maintenance was up-to-date for the sample syringe. Failure mode was the leak from the sample syringe.